Event description:
The customer reported ECG signal acquisition issues. No pt incident was reported.

Manufacturer narrative:
(B)(4). This is a follow-up to report # 1218950-2013-05155. This was originally reported under a heartstart xl+.